Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the bleeding occur? The source and triggering event of bleeding and the volume of blood loss? Bleeding during suture breakage, the blood loss is unk. How the bleeding was treated? If a surgical intervention was needed, please provide details. Resew by another suture, however it broke again. And changed another suture to sew to complete. Please provide the lot number of the product involved. Lot is ka1cs and code is sa845g.

Event description:
It was reported that a patient underwent a right inguinal hernia repair surgery on (B)(6) 2018 and suture was used. The suture broke during the procedure. Changed new suture to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.